Manufacturer narrative:
Complaint conclusion: as reported, upon attempt to insert, the sealant sleeve on a 6f¿12f mynx control venous (mcv) vascular closure device (vcd) crumpled once the plastic touched the hub of the sheath. Hemostasis was achieved using a non-cordis vascular closure device. There was no reported patient injury. The sheath was not kinked or bent upon removal. The mynx device was described as bent, crushed, and crumpled and unable to advance into the procedural sheath, and no damage was noted to the procedural sheath. There was no damage to the balloon, but visible damage was observed at the distal end of the mcv. No excess force was applied during insertion. The device was used during a premature ventricular contractions (pvc) ablation procedure. The user was certified in the use of the mynx device. A 7fr non-cordis sheath introducer was used. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The physician did not use the device. The representative re-educated on best technique to insert the device. The device was opened in a sterile field. (B)(4): one non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was received exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the severely frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant received and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the severely frayed/split/torn condition of the sealant sleeves. The reported events of ¿mynx control system-damaged¿ were observed through analysis of the returned devices as the sealant sleeves had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned devices of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealants from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during the product evaluations. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (although it was reported that no excessive force was used during insertion into the sheath), and/or the condition of the sheaths (which were not returned for analysis and reportedly had no damages) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealants. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon attempt to insert, the sealant sleeve on a 6f¿12f mynx control venous vascular closure device (vcd) crumpled once the plastic touched the hub of the sheath. Hemostasis was achieved using a non-cordis vascular closure device. There was no reported patient injury. The sheath was not kinked or bent upon removal. The mynx device was described as bent, crushed, and crumpled and unable to advance into the procedural sheath, and no damage was noted to the procedural sheath. There was no damage to the balloon, but visible damage was observed at the distal end of the mcv. No excess force was applied during insertion. The device was used during a pvc ablation procedure. The user was certified in the use of the mynx device. A 7fr non-cordis sheath introducer was used. No damage was found on the device or packaging prior to opening. The device was stored and prepared in accordance with the instructions for use (IFU). The physician did not use the device. The representative re-educated on best technique to insert the device. The device was opened in a sterile field. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed and f/s/t conditions on both devices.